Event description:
It was reported that healthcare provider(hcp) was having difficulty accessing center port; the appropriate kit and needles were being used; there was no depth issue. Hcp was able to aspirate the reservoir, but unable to fill it; "tried sticking the pump 4-5 times on the back table and were not able to fill the pump with the needle provided with the pump". A coring needle was used instead and with that hcp was able to fill the pump and then program a priming bolus. It was stated that there were no leaks out of the septum after puncturing with a coring needle. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted:unk.

Event description:
Per hcp, there were no further issues that they have heard of. The pump was delivering gablofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was stated that the hcp was able to aspirate the reservoir, but unable to fill it; this was a new 40 ml pump and they removed approximately 38ml of sterile water from the pump without difficulty. It was initially stated that the needle was noted patent. It was later reported that the pump remains implanted and they couldn't refill the pump because of a bad needle. Once they used a different needle they had no problems refilling the pump. They primed the pump on the back table and everything was working fine. They talked to the rehabilitation hcp later that day and they said the patient was fine. The bad needle could not flush anything in it. Patient was started on gablofen 2000 mcg/ml at a daily dose of 1800 mcg via the pump. It was further added that patient never had any symptoms as the issue came about during the surgery when they were trying to fill the pump.